Event description:
A patient reported experiencing inaccurate erratic results with a ot profile meter. The patient's blood glucose results were 384mg/dl, 64mg/dl. Tests were done < 10 minutes apart with a difference of 127%. Patient did not experience any adverse events. No further information has been reported.